Event description:
Hcp reported the pt experienced headaches and generalized seizures. The pt had bilateral pallidal stimulation due to dystonia. Stimulation was continuous. The pt started to get headaches and seizures soon after the stimulation was turned on. The pt does not have a history of previous seizures. The pt terminated the stimulation at home after the seizures started. A stimulation trail was done and found a clear relation between the seizures and stimulation of the left electrode. The pt responded with localized pain in the left side of the head and a few minutes later a generalized seizure. The seizures improved after turning the stimulation off. The deep brain stimulation had a positive effect on the pt's dystonia. However, the stimulation was terminated due to the seizures and the device was removed. The pt's dystonia deteriorated afterward. The device system was returned to the MFR for analysis.